Event description:
Information received by medtronic indicated that the customer stated they had hyperglycemia due to the fact that they received critical pump error alarm. Customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. Customer's current blood glucose level was 168 mg/dl. Customer was hospitalized and was treated with intravenous insulin drip. Customer did experience symptoms such as vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.